Event description:
The date is approximate. This got worse over time. I have been using a resmed aircurve10 asv (adaptive support ventilation) for many years. Around (B)(6) 2021, my device was at its end of life, so I had to replace it with a new one, which I thought was identical. I was doing fine for a while. Then I changed doctors because, due to covid, my previous private practice doctor closed his business. I went to (B)(6) sleep medicine, dr. (B)(6) on (B)(6) 2021. The first thing he did was to change the settings on my machine. I didn't like how it felt, so I called to ask him to change the settings back. However, I had no way of checking. From that point on, I had increased migraines which eventually led to migraines almost every day upon waking. In about (B)(6) 2021, I started having dizziness and ear fullness which initially appeared in the middle of the night and then became continuous. I went to see my allergist because I thought this was due to allergy. He said that my ears look fine but that I was having vestibular migraines. From that point on, I went to various specialists (e.g. Ent (ear, nose, and throat), neurology, for treatment of migraines). Eventually, I realized that this was related to using the asv. Uci did another 2 sleep studies, which were not very useful because I did not sleep well in their lab -- hard bed, limited time to sleep... In mid-2024, I decided to see my previous sleep medicine doctor, dr. Wesley fleming, who is now on a telemedicine platform, betternight. I wanted him to put my machine back on the previous settings that he had used pre-covid. When I saw him, he said, "do you realize that this machine is different than your previous asv?" That was a surprise. He said that the uci doctors were using the "automatic setting" on the asv. He said that that was primarily intended for people who could not have a sleep study so they couldn't get customized settings, and he never had much use for that setting. So, at that time, he changed the settings to the ones he used in 2019. That night, I immediately felt better! However, I was still having some discomfort and migraines, so he made an adjustment, and then I was even better. Even so, I was still getting migraines as soon as I put on the machine after the humidifier warmed up (which I had not used until I started having the daily migraines), so I stopped using the humidifier on (B)(6) 2024. On (B)(6) 2024, I stopped having daily migraines! From then until early (B)(6) 2024, my migraine incidence went back to previous (before (B)(6) 2021) levels, which are still frequent (4-8 per month), but not daily, and not upon awaking. The exception is just recently, at the beginning of (B)(6) 2024, I asked dr. Fleming to adjust the settings because I temporarily took baclofen which increased the number of apneas. On about (B)(6) 2024, I started having daily migraines again. On (B)(6) 2024 (today), I sent an email asking him to change the settings back. I am assuming that that was the cause of the current daily migraines. During this time ((B)(6) 2024 and from (B)(6) 2022 to (B)(6) 2024), I noticed that the pressure from the system caused pain in my ears that frequently immediately triggered a migraine. I felt that 3 nights ago. I was up in the middle of the night and was fine. Then I put the asv nasal pillows back on, and I immediately got a migraine from the pressure. This happened from the humidifier and from the system before dr. Fleming initially changed the settings in 2024. I don't know if there has been permanent damage from this asv machine (so I am now more sensitive than I was before I got the new asv or before dr. (B)(6) changed the settings), or if this machine's software is different. Regardless, this asv and the associated settings have caused daily migraines for years and are ruining my life. Hopefully, dr. (B)(6) can change the settings again so I won't have migraines triggered by this machine. I am (B)(6) at (B)(6), and I cannot function.